Event description:
It was reported that the patient fell while using the maxi 500 floor lift and sustained an injury. Based on the available information and the assessment of our clinical specialist, the injury is considered serious due to the need for hospitalization.

Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. An arjo representative contacted the customer to obtain further details regarding the incident. However, the customer declined to provide any additional information. An evaluation of the device did not reveal any malfunction. Due to the limited information provided, such as: how the patient fell from the device, it is not possible to determine the root cause of the reported issue. In summary, the arjo lift was used during a patient transfer when the fall occurred. Due to the limited amount of available information and the fact that the device evaluation did not reveal any malfunction, it was concluded that the device met its specifications. The complaint was deemed reportable due to the patient¿s fall.